Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms was confirmed via the submitted log files. According to the account, the low flows were due to cardiac arrhythmia/hypovolemia. A direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events (cardiac arrhythmia, hypovolemia, and hypertension) could not conclusively be determined. The controller event log file contained events spanning from 04jun2024 to 06jun2024. Intermittent low flow alarms were captured on 05jun2024 due to the estimated pump flow falling below the low flow alarm threshold of 2.0 lpm (liters per minute) for more than 10 seconds. The pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including cardiac arrhythmia and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6, "patient care and management," lists cardiac arrhythmia as a potential late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted with multiple low flow alarms noted on (B)(6) 2024 from 10 am to 4 pm with intermittent dizziness. The patient was hypertensive and remained stable. Log file captured low flow alarm events on (B)(6) 2024. There were several momentary low flow events recorded as well. The cause of low flow and dizziness was determined to be hypovolemia and arrhythmia. Low flow reportedly had resolved with medication for arrhythmia. The patient had atrial fibrillation, which was not sustained. The arrhythmia in this event was not thought to be device or therapy related.